Event description:
It is reported that the device was implanted in 2005 and revised in 2009 due to the tibial component loosening. It is reported that the surgeon's prior method was to coat the implants with bacitracin prior to implantation.

Manufacturer narrative:
Eval summary - the device was in vivo for approx 4 years. The returned implants were found dimensionally conforming were measurable. The returned tibial component shows minimal evidence of bone cement on the underside. The articular surface appears slightly discolored and exhibits pitting on the articulating surface and minor were on the backside. The yellow discoloration of polyethylene articular surface occasionally occurs as a result of contact with bodily fluids and proteins. Sem micrographs showed third body particles, primarily bone cement, embedded in the articular surface. While the cause of the tibial component loosening can not be definitely determined, the pitting and wear of the articular surface is most likely due to the presence of bone cement particles. The product experience report also indicated that the surgeon's prior technique was to dip the implants in bacitracin, an antibiotic, prior to implantation. The introduction of antibiotic bone cements have since made techniques such as the one described obsolete. While the cause of the tibial tray loosening can not be definitely determined, it is important to note that any substance applied to the implant or mixed with the bone cement may interfere with the implant to cement interface. Eval codes - device history records indicate all components were mfg and inspected to specification. Scanning electron microscopy (sem) analysis/ energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.